Manufacturer narrative:
Date sent to FDA: 8/19/2020. Additional b5 narrative: it was reported that the patient experienced bloating and swelling following procedure.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted the undersurface was adherent to the small bowel, trapping some bowel into the gap between the mesh and the abdominal wall. Dense adhesions were noted to the mesh and a significant amount of oozing was noted at the removal of the patch. It was reported that the patient experienced severe pain, inflammation, bowel obstructions, nausea, vomiting, dehydration, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.